Manufacturer narrative:
(B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted to being stretched, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, fax, and e-mail address, was not reported. Initial reporter phone: (B)(6). Manufacturing site name: (B)(4). This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2019-01117. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization of a gastrointestinal hemorrhage at the abdominal, a 2mm x 6cm galaxy g3 mini (glm920060, l14406) and a 2mm x 6cm galaxy g3 mini (glm920060, l14477) became ¿stuck¿ at the tip of the introducer sheath and were not delivered to the target lesion. After that, the complaint devices were replaced with another galaxy coil (glm20040) to complete the procedure. It was delivered to the target lesion without any problems and the coil was implanted. The procedure completed successfully. Initially a galaxy g3 mini (glm920030) has been implanted without any issues. Other devices were successfully used with the microcatheter prior to or after the encountered resistance. No further information was provided by hospital. One non-sterile galaxy g3 mini 2mm x 6cm was received inside of a pouch. The hub was inspected, and it was found with no damages on it. The dpu was inspected and it was found kinked with the introducer. The introducer was inspected, and it was found partially zipped and it was found kinked. The re-sheating tool was inspected and it was found with no damages on it. Also, the marker band was found at 38cm from distal end and it was found within specification. The v-notch was inspected under microscope and it was found in good conditions. The rh was inspected under microscope and its was found with no damages on it, inside of the introducer. The embolic coil was inspected under microscope and its was found stretched. A manufacturing record evaluation was performed for the finished device l12613 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿coil-impeded-in introducer¿ was confirmed due the embolic coil could not pass through the introducer. However, the stretched condition appears to have been caused by excessive force and handling being applied to the device and may contribute to the failure as reported however none of those can be conclusively determined. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Impeded in introducer is a known potential issue associated with the use of the device. The IFU contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, during a coil embolization of a gastrointestinal hemorrhage at the abdominal, a 2mm x 6cm galaxy g3 mini (glm920060, l14406) and a 2mm x 6cm galaxy g3 mini (glm920060, l14477) became ¿stuck¿ at the tip of the introducer sheath and were not delivered to the target lesion. After that, the complaint devices were replaced with another galaxy coil (glm20040) to complete the procedure. It was delivered to the target lesion without any problems and the coil was implanted. The procedure completed successfully. Initially a galaxy g3 mini (glm920030) has been implanted without any issues. Other devices were successfully used with the microcatheter prior to or after the encountered resistance. No further information was provided by hospital. Based on the device investigation of the device received, the embolic coil was found stretched.